Manufacturer narrative:
(B)(4). Evaluation summary: the sample received was evaluated according to internal inspection procedures and it was noted that the wire was accumulated in the expiration limb of the circuit, causing the tube ((B)(4)) to be melted. The reported condition was confirmed. The reading of the wires was reviewed and these were within range: part number tube wire range acceptable/rejected (B)(4) (clear) (B)(4) 17.6 ± 18.6 18.0 ac (B)(4) (blue) (B)(4) 20.8 ± 22.0 20.9 ac. The device history record review for the lot reported was evaluated for any manufacturing or material related issues related to the customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. The manufacturing process was reviewed and no problems were found related to the issue reported. The investigation found that the operative personnel did not assemble the wire ((B)(4)) correctly inside the tube ((B)(4)), causing the overheating in this area, melting the circuit wall. The investigation determined that this was an isolated issue. However, the personnel were retrained in the appropriate procedure and were made aware of this incident. Carefusion (B)(4) post-market surveillance was historically managed by (B)(4) via a transitional service agreement from (B)(4) 2009, through (B)(4) 2011, since carefusion officially spun off from (B)(4) as of (B)(4) 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.

Event description:
There was a leak in the expiratory limb of the airlife pediatric circuit (B)(4) that seemed from appearances to be caused by the wire melting through the circuit wall. The circuit was being used with a fisher and paykel (B)(4) humidifier. This circuit was lost but a second circuit was noted to have a "weak" spot (thiner wall) in a section of the wall. This circuit was saved for evaluation. The circuit was changed and the patient remained on the heater with the new circuit for an additional 16 hours and no problems were noted. The heater was removed from service and given to the hospital biomed department for inspection. No patient injury or harm noted.